Event description:
The customer reported a pacing failure occurred during opcheck. There is no information regarding subsequent opcheck attempt. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.